Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon explant, a crack was seen in the pump connecting tube. The cause for this break was not identified by the facility. Following the intervention the patient was stable and improved.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon explant, a crack was seen in the pump connecting tube. The cause for this break was not identified by the facility. Following the intervention the patient was stable and improved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that no visual damage was identified and the pump performed within specification. Product analysis was unable to confirm the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual inspection of the pump did not reveal any leaks or damages. The pump was functionally tested and it performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.